Manufacturer narrative:
The device was received partially deployed. The pink slide insert was visible through the viewing window and linkage assemble was observed to be fully retracted. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, the needle was observed to be dislodged from the slide retract. Damages were found to the slide retract and 90 degree bend of the formed needle implying that the hard cannula was incorrectly installed. The incorrectly installed hard cannula caused the exposed needle and reported pain & irritation at the infusion site. The formed needle was observed to be bent in the portion that was exposed. Although, the needle was observed to be damaged the exact timing and cause of the damage could not be determined. The distal tip of the soft cannula was observed to be damaged. Fluid path test was conducted. Initially, the fluid did not flow through the distal tip. Upon manually clearing the blockage present at the distal tip, fluid was found to exit the fluid path as intended. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod was painful and once they removed the pod the needle was still visible. The patient also stated that the site was inflamed. The pod was wore between 4-24 hours. As treatment, the patient successfully activated a new pod.